Event description:
An implant card was received for a patient's lead replacement surgery. The lead was reported replaced due to a lead discontinuity. The impedance after the lead replacement was reportedly "ok." No further relevant information has been received to date.